Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the collagen plug of a 5f mynxgrip vascular closure device (vcd) did not release when the doctor was attempting to deploy the device. There was no reported patient injury. Additional information was requested but not provided. The device was not returned as expected.